Event description:
It was reported that device showed eri for the past few months. Premature battery depletion was suspected. The device was replaced during a lead revision procedure. There were no further consequences for the patient.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Upon receipt, the device was above eri. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.